Manufacturer narrative:
An investigation was performed and identified a deficiency for specific lots of architect reaction vessels (ln 07c15-03), including lot 000214881 in this event. An increase in complaint activity resulted in identifying a product deficiency of certain lots of the architect reaction vessel. However, the investigation determined that the impacted lots were not distributed in the us, and therefore no further action in the us is warranted.

Manufacturer narrative:
Patient identifier: sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat high sensitive troponin-I result for 2 samples. The following data was provided: (B)(6) 2019 sid (B)(6) initial result = (B)(4). No impact to patient management was reported.